Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result for the subject device. This device was returned to olympus medical systems corp. (Omsc) for evaluation. During the evaluation, following abnormalities were confirmed. Abnormal endoscopic image. Abnormal resistance value of the signal cable connected to the ccd. Excessive glue around the light guide lens and the objective lens. Considering the evaluation result, it was concluded that abnormal endoscopic image and the heat generation was due to the short circuit of the signal cable of the ccd unit. However, the cause of the short circuit could not be determined. Also, it could not be determined whether repair by a third party company is affecting the short circuit or not.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus (B)(4). As a result of this device confirmation by (B)(4), the reported image loss was duplicated. Furthermore, a thermal defect was found in the imaging unit of this device, and the distal end of this device became heating in a short time after this device was activated. Also, it seems that this device was repaired by a third party company, because the insertion unit of this device was not in original condition. From the above, it is considered that this case occurred due to the repair by a third party company.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that when the user facility was preparing to use the subject device for procedure, after this device was connected to the video system center, the image of this device disappeared and the doctor suffered a minor burn on the hand. When a technician of olympus confirmed this device at a later date, it was confirmed that the distal end of this device was heated to around 102 ° c and the control section was heated to around 100 ° c. In addition, it has been known that this device has been repaired by a third party company for many years.